Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va15unx, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). A potential device malfunction was reported. The devices were explanted. The reported issue was resolved at the time. The device is in possession with the hospital. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). A potential device malfunction was reported. The devices were explanted on (B)(6) 2020. The reported issue was resolved at the time. The device is in possession with the hospital. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the hospital had the device and the return box was sent to them with the reference number. The healthcare provider was aware of the information.